Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report refers to the valve used in the procedure. Please reference related manufacturer report no: 2015691-2019-02101 regarding the delivery system used in the procedure.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report refers to the valve used in the procedure. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the valve embolization is unknown, however may be related to asymmetrical balloon inflation which is currently being investigated on the delivery system under a separate report.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), regarding a 29 mm sapien 3 valve in aortic position by transfemoral approach. The first 29mm sapien 3 valve embolized during implantation and was implanted into the ascending aorta presumably because the balloon did not open symmetrically (distal part expanded first). Difficulties were encountered with tracking the second 29mm sapien 3 valve through the first 29mm sapien 3 valve that was implanted in the descending aorta. Therefore, the second valve, delivery system and sheath were removed and a stent to fixate the first 29mm sapien 3 valve in the descending aorta was implanted. A 29mm sapien 3 valve could then be successfully implanted in the aortic annulus.